Manufacturer narrative:
The customer reported that the cicso 26 port gb smart switch, (one of the fiber ports) is not working and is causing comm loss at the cns (central network station). The customer moved the cable to another fiber port, which resolved the issue, but was concerned that there could be a failure in their last available fiber port. A new switch has been delivered to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reported that the cicso 26 port gb smart switch, (one of the fiber ports) is not working and is causing comm loss at the cns (central network station).

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cicso 26 port gb smart switch, (one of the fiber ports) is not working and is causing comm loss at the cns (central network station). The customer moved the cable to another fiber port, which resolved the issue, but was concerned that there could be a failure in their last available fiber port. A new switch has been delivered to the customer. The device was never sent in for evaluation as the customer was sent a new switch. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.